Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that his onetouch verio2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 (time not provided). The patient stated that he obtained the results of "250 and 120 mg/dl" using the subject meter, the results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes with fixed-dose insulin. The patient stated that he took an increased dose of 10 extra units of humalog 50/50 insulin on (B)(6) 2015 (time not provided) in response to the alleged product issue. The patient claimed to have developed the symptoms of "headache, shaky, sweaty and dizzy" on (B)(6) 2015 (time not provided) after the alleged product issue began; however he denied that he received treatment. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient did not have control solution available to perform a walk-through test, the patient was using an approved sample site, the subject meter was set to the correct unit of measure setting and the patient was using the correct testing technique. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed the symptoms of "shaky and sweaty" after the alleged product issue began. These symptoms do meet lifescan's criteria for a serious injury.

Manufacturer narrative:
Follow-up # 2.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was also completed for this associated meter lot and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on retain test strips. The retain test strips passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.